Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. Visual evaluation of the provided photos identified damage to the sterile packaging (blister). Sterility has been compromised. Additional evaluation found debris inside the sterile packaging which is visually consistent with the appearance of porous coating and foam debris from the foam packaging. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A complaint history search was not performed per (B)(4) as the packaging design has been remediated. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile packaging of the taperloc implants were damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 51-145160 tprlc xr mp t1 pps 16x117mm 6411806. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.